Event description:
Information provided by the surgeon indicates pt had a vitrecomy, a second coreal graft and an intraocular lens(iol) exchange performed on 10/31/1998. The preoperative dianoses were (right eye): 1. Failed corneal transplant. 2. Dislocated intraocular lens. 3. Chronic angle closure glaucoma. 4. Uncontrolled secondary glaucoma. 5. Peripheral anterior synechiae with retrocorneal membfane. The surgeon indicats lens did not malfunction and procedure were indicated due to concurrent ophthalmic disease. Events were not iol related.